Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. Customers blood glucose was 814 with trace ketones. Ketone levels were identified as life threatening by health care provider. Emergency services were called and the customer was taken to the emergency room and subsequently admitted to the hospital. Reportedly the customer was in diabetic ketoacidosis. Reportedly, the customer required kidney surgery and is now on dialysis. Customer declined to provide any additional information, due to not ¿feeling well.¿

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.